Event description:
Caller tested 4.7 inr on coaguchek s system 1 and 4.9 on coaguchek s system 2 while a comparison lab returned as 3.4 inr. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in system 2 (lot number 841a, expiration date 08/31/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device used in the system 1.